Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection. No issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. A rotawire was observed to be running through the device. Difficulty was experienced removing the rotawire. On removal of the rotawire from the device the spring form tip of the rotawire became detached. The rotawire was removed from the advancer without difficulty. A test rotawire was inserted in the burr and advanced though the catheter without issue. The burr was microscopically examined and no issues were noted with the annulus of the burr. A scratch test was performed if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This revealed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr "got stuck slightly". The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 1.75mm rotalink plus and rotawire were used to treat the target lesion. During the procedure, ablation was performed and it was noted that the burr "got stuck slightly".. The burr was removed from the patient and was found to be stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06932 it was reported that the burr "got stuck slightly". The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. A 1.75mm rotalink ¿ plus and rotawire were used to treat the target lesion. During the procedure, ablation was performed and it was noted that the burr "got stuck slightly". The burr was removed from the patient and was found to be stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.